Event description:
Boston scientific received information that this pt presented for normal follow-up of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. The s-ICD was implanted in a more superior position to recruit more of the heart muscle during therapy, and thus, the pocket is closer to the left axilla than usual. It was noted in the pt's electronic medical record chart that the home health service did not change the dressings for several days. Pocket erosion was noted by the health care professional (hcp) with a small amount of the device header protruding through the skin. The physician cleaned and dressed the wound and the pt was started on oral antibiotics. The field representative believed that steri-strips were used to assist with incision healing. Further follow-up to assess wound healing was planned. Additional information was received that the wound care remained suboptimal and the infection worsened. The system was then explanted. No additional adverse pt effects were reported. The products were retained by the hospital and it is unk if they will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.